Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was placed into the patient¿s body and on (B)(6) 2008, (B)(6). No other clarifying information is provided. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for implant: [(B)(6) 2005] menorrhagia unresponsive to medications and sui. Concurrent procedure: lavh/bso. Procedure/information for surgery: [(B)(6) 2008] posterior repair with mesh augmentation due to rectocele and partial vault prolapse.